Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this bivad patient experienced a syncope episode associated with low flow alarms from the lvad pump (B)(4). Patient was admitted to the hospital and CT scan revealed there was a large clot in the inflow cannula of the lvad pump with a twisted outflow graft. The outflow graft was stented and successfully opened, which increased the lvad flows. However, patient experienced a massive cerebral hemorrhage on (B)(6) 2014 and the decision to withdraw care was made and the patient expired. No complications were reported with the rvad pump (B)(4). The devices (B)(4) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sustained decrease in estimated flow and power consumption below the normal operating range starting on (B)(6) 2014 for the lvad pump (B)(4). In addition, all parameters remained within the normal range for rvad pump (B)(4). The most probable root cause for the reported "inadequate flow rate" event may attributed to "a large clot in the inflow cannula in addition to a twisted outflow graft" as reported by the treating facility. Clinical factors that may have contributed to the thrombus formation include the patient's history of atrial fibrillation, atrial flutter, and illicit drug abuse. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this biventricular assist device (bivad) patient with a past medical history of atrial fibrillation, atrial flutter, burkitt's lymphomas, hodgkin's lymphoma, illicit drug abuse and an implantable cardioverter defibrillator implant, experienced a syncopal episode which was associated with left ventricular assist device (lvad) low flow alarms. He was admitted to a local hospital where he received IV fluids and one unit of blood. He was then transferred to a ventricular assist device (vad) center where a computerized tomography scan and echocardiogram were obtained and interpreted as occlusion of the lvad outflow graft and large clot in the lvad inflow cannula. The patient was transferred by air ambulance from (B)(6) to a vad center in (B)(6). Patient was intubated and sedated. He was febrile with a temperature of 103.6 f. Patient taken to (B)(6) lab on (B)(6) 2014 where the outflow graft was stented and successfully opened. Shortly thereafter there was an increase in lvad estimated flows. On (B)(6) 2014, the patient experienced a massive cerebral hemorrhage, care was withdrawn, and the patient expired on (B)(6) 2014.

Manufacturer narrative:
Describe event or problem: a report was received stating patient noted low flow alarms on (B)(6) 2014 and contacted the implanting device center, patient was recommended to increase fluid intake in case the cause was due to dehydration. Patient drank a lot of gatorade and then vomited. Presented to osh for hydration and transfusion of one (1) unit packed red blood cells (prbcs), was then admitted. Patient was transferred to local device center on (B)(6) 2014. Computed tomography (CT) of chest with contrast results on (B)(6) 2014, "concentric clot within the catheter extending from the device to the aorta with stenosis of the patent lumen near the anastomoses where the lumen only measures approximate 2.5 mm. There is expansion and discontinuity of this catheter lining without evidence of contrast extravasation." Surgical and cardiology progress notes on (B)(6) 2014 noted significant shortness of breath (sob) and low flows on the device during the night. The center where the bivads were implanted was contacted, and the implanting center agreed to accept transfer of patient. Patient was transferred intubated and in cardiogenic shock early on the morning of (B)(6) 2014 and received transfusion of one unit prbcs. Cardiology consult at implanting center noted that "he is not likely getting adequate support from his device." CT angio of the thoracic aorta with echocardiogram (ECG) leads on (B)(6) 2014 found "severe stenosis at the aortic end of the lvad outflow cannula with a configuration suggesting extrinsic compression by material with a density suggesting a component of blood products contained within the outflow graft." Patient was taken to the cath lab on (B)(6) 2014 for a successful balloon angioplasty and stent placement in the device outflow cannula. Patient was stable in the intensive care unit (ICU) with plans to wean him off the ventilator during the weekend patient deteriorated and expired (B)(6) 2014. Patient had on ongoing anemia event until patient died. No further information provided at this time. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.